Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation is still in progress and a supplemental report will be filed once investigation has been completed. Please see the following related MFR. Reports: number 3003793491-2013-00683 for autopulse nimh battery with sn (B)(4). Number 3003793491-2013-00684 for autopulse nimh battery with sn (B)(4).

Event description:
It was reported that while doing morning check-offs with the on-duty crew, a paramedic student switched both autopulse nimh batteries. The crew responded to a cardiac arrest at approximately 9:33 am and reported that the autopulse platform stopped both times without warning. No adverse patient sequelae was reported. MFR requested additional information on (B)(4) 2013, however, customer could not provide any additional information.